Event description:
It was reported that the battery displayed a red light on the battery charger in all 4 slots. The light would not clear even after thorough cleaning of the charger slots and battery connections. The issue was only happening on one battery. The battery did not need to be calibrated and it was not set to expire until jan2026. The battery was removed and the patient issued a new 14 v battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of charging issues was able to be confirmed. The 14v li-ion battery (serial number: (B)(6)) was returned for analysis and was functionally tested and did not pass. The battery was inserted into a test universal battery charger (ubc) and accepted for charge; however, a b0003 (cell imbalance) alarm activated. The battery was inserted into a 14v battery clip in order to support of a mock loop. The battery was manipulated while inside the clip with no alarms active. The battery was opened, and the printed circuit board (pcb) was found to be in unremarkable condition. The battery underwent circuit analysis. The battery cells were measured to be fully charged; however, the logic switch integrated circuit (ic), u22, was found to be compromised. The ic inputs the battery cell charges and were measured to be normal; however, the ic was not outputting signals correlating to the battery charges of cells 2 and 3, resulting in a cell imbalance signal. The root cause of the reported event was conclusively determined to be caused by a damaged ic. The device receiving inspection for the 14v li-ion battery (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.